Manufacturer narrative:
The zimmer dermatome was inspected, the screws/ depth orientation of the blade were correct, however, the blade was dislodged from the oscillating, black colored apparatus that usually attaches to the blade. A new zimmer dermatome was opened and in comparison the apparatus mentioned was very loose and all agreed that the zimmer dermatome was faulty. The laceration was repaired primarily (4 inch long and 5mm wide) and the new zimmer used to harvest the graft. The procedure was completed as planned with no further issues. It was stated that there was a delay of few minutes in the surgery. The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome handpiece had an e clip that was missing off the drive shaft causing excess movement on the drive dog. The device was requiring service and calibration. Additional clinical follow up determined that the issue occurring during surgery. In the reported event the patient was undergoing a debridement of a left pretibial hematoma and split thickness skin grafting for the wound. The procedure was progressing normally. When it was time to harvest the skin graft after the initial debridement was done, the zimmer dermatome was checked and the orientation of the blade was checked, screws were tightened and graft thickness level set to 10/1000th of inch as per normal. Immediately upon harvesting the graft, a click was noticed and the procedure was stop. A full thickness laceration on the left thigh was noted. The procedure was immediately stopped, the plastic surgery consultant was called in and the theatre lead sister was called.